Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04613. It was reported that the patient presented at the emergency room with loss of sensing, intermittent capture and low impedance on the right ventricular lead. Programming changes were made. The patient later presented in-clinic for right ventricular lead replacement when high capture thresholds, low sensing and low pacing impedance were noted on the right atrial lead. The entire system was capped and a new system was implanted on the opposite side of the chest on (B)(6) 2019. The patient was stable after the procedure.